Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was damaged; the reservoir compartment was completely cracked and the reservoir would not lock into place. The customer's blood glucose at the time of incident was 181 mg/dl. The customer's mother stated that the insulin pump fell and hit the ground. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.